Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient received morphine, bupivacaine, and clonidine at an unknown concentration and dose via an implantable infusion pump. The concomitant medications included morphine 30mg ir, zolpidem, amitriplytine 25mg, losartan - hctz, cyclobenzaprine 10mg, finesteride 5mg, and over the counter medications of vitamin c, folic acid, selenium, b6, b12, magnesium, zinc, st. John's wort, and valerion root. It was reported the patient was issued a personal therapy manager (ptm) and gave themselves a bolus of medication and immediately noticed an area surrounding the pain pump went numb. The patient had noticed their back pain had increased from a 4 to a 7. It was noted every time the patient got a bolus the numbness returned. The patient did a blind test and was able to identify every bolus by numbness surrounding the pain pump. When given the above information, a pain clinic medical doctor said a leak had occurred likely in the pump catheter or the ptm was defective. No further complications were anticipated/reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that about 5 months ago the patient was issued a personal therapy manager (ptm) programmer. Since the first time the patient used the ptm, the patient had noticed numbness in his pump pocket area, at that time the bolus was programmed for a two minute duration. The patient stated if he was moving or walking around or whatever he had the numbness with the bolus. The patient if he was laying still on his back or in prone position laying still he did not have side effects. A couple of months ago the patient's healthcare professional (hcp) did a catheter dye study and everything looked fine, stating that the patient got a bolus in prone position and did not have any side effects. About 5 months ago the hcp changed the bolus duration to 5 minutes. In (B)(6) 2017 the patient said the hcp changed the duration to 15 minutes and this still has not resolved the issue. The patient stated there had been a suggestion that there may be a fracture in the tubing and that when the bolus creates pressure that is when the side effects occur and this was the reasoning for extending the programming duration of the bolus to lessen the pressure. The patient stated that even extending the duration had not resolved the issue. The patient's pre-existing pain had increased and the patient did not know if it had increased incrementally since he got the bolus, stating the patient did get pump adjustments over time for his pre-existing pain needs. About 4-5 months ago the patient consulted with a neurologist and urologist and had an MRI and both of them said the to go back to the pain clinic for further decide on next steps because they found no issues. The patient was not aware of any volume discrepancies at past refills and that it said "normal" on the outcome of the record. Per the patient the stance was that the hcp decided not to do any further testing at this point. Per the patient the hcp was trying to lessen the oral medication that the patient was taking and one of the main reasons for the pump.